Event description:
An account reported that the brakes on this bed would no longer hold. The account stated, there were no patients in the bed at the time.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed which had the potential to cause serious injury. The account adjusted the casters in order to resolve the problem.